Event description:
It was reported that the user experienced high blood glucose after being disconnected from the ilet pump for approximately eight hours and subsequently reconnected, with counseling that the pump would deliver correction doses; the event involved hyperglycemia with a high reading of 400 mg/dl and included troubleshooting and education on maintaining pump connection. Symptoms included elevated blood glucose. Outcomes included no hospitalization and user-declined follow-up with plan to self-monitor and call back if needed. Investigation included customer interview, device use review, and troubleshooting and education. Investigation of this case revealed user-related interruption of insulin delivery due to prolonged pump disconnection, with recovery actions initiated upon reconnection. It was concluded that the event was attributable to insulin delivery interruption from disconnection, with device function restored upon reconnection and no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.